Event description:
It was reported that a deep brain stimulation (dbs) patient passed away from unknown cause. It was noted that nothing unusual and uneventful happened during the procedure and the patient was entering a hospice care center months after implant, however the circumstances of the patient passing away are unknown per the physicians assessment. It is unknown if an autopsy was performed.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.